Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the station was offline and on critical override. The field service engineer (fse) arrived at the station and identified reboot errors. This was a known failure, and the corrective action was to reseated the sata cable connected to the station hard drive and to loosen and remove all-in-one (aio) unit from the docking station. After performing these corrective steps, the fse successfully rebooted the station three times. Each reboot successfully launched the application with no interruption in the startup sequence. The customer confirmed that the station was now auto-launching correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was offline and in critical override. Upon inspection, a blue screen appeared requesting a password. The customer used ctrl+alt+delete, after which the screen cleared and the system continued booting. A windows upgrade completed, and the application launched successfully. The customer then performed a hard reboot by unplugging the power and data cords. After reboot, the application returned to the blue screen requesting a password. Ctrl+alt+delete was used again, and the system completed the boot process successfully. However, there were no delays or adverse events or injuries reported based on this event.